Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was capped due pt received over 80 inappropriate shocks caused by fractured rv lead with high impedance and high frequency noise. Should additional information become available, this file will be updated.